Manufacturer narrative:
The customer's biomed reported that he replaced the touchscreen to address the reported problem. The ventilator is back in service. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen was inoperative. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.